Event description:
A customer contacted baxter's technical service center to report a low drain volume alarm on the home choice (hc) machine during the initial drain, drain volume 236ml. The home patient (hp) stated he had the clamp closed on the patient line during prime. The hp stated he connected and started the initial drain because he thought it would pull the air out. The technical service representative (tsr) had the hp start over with new supplies and explained that if ever in the situation again to call baxter for assistance with priming the line before connecting for therapy. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010, product surveillance contacted the home patient (hp) regarding the alarm with air in the line. The hp stated that it was his mistake. He forgot to open the clamp. The patient stated that he discarded all of the supplies and that he was able to continue therapy with a new set. No medical intervention or patient injury was associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. This review found the labeling adequate for the potential use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.